Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for multiple insulin pump error and also alarm for insulin flow blocked. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but did not resolve the issue. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected no delivery /insulin flow blocked alarm, pump error 19 or pump error 81 alarm noted during testing. Pump error 53 alarm found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly.